Event description:
It was reported by service report that the top rail was broken in the center of the side rail, allowing the side rail to potentially not latch in the raised position. No pt involvement or adverse consequences are reported.